Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 525 mg/dl and 325 mg/dl. The customer reported that they treated high blood glucose level with insulin pump. The customer also reported that there was a leak in the reservoir at the bottom. The customer reported that there was fluid under the screen and compartment. The reservoir will be and insulin pump returned for analysis.